Manufacturer narrative:
Section d4, lot/serial no., has been changed.

Event description:
The customer contacted stryker to report that their battery caught fire. This may lead to injury as a result of the fire. There was no patient use associated with the reported event.

Manufacturer narrative:
The faulty battery was not returned to stryker for evaluation as an investigation would be unable provide any additional information. The product images were provided, which confirmed the reported issue. However, the root cause of the reported issue could not be determined. The battery was archived by the customer.

Event description:
The customer contacted stryker to report that their battery caught fire. This may lead to injury as a result of the fire. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their battery caught fire. This may lead to injury as a result of the fire. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.